Event description:
Synergy china registry. It was reported that stable angina occurred which required additional intervention. On (B)(6) 2019, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion #1 was located in proximal left circumflex artery (lcx) extended up to middle lcx with 75% stenosis and was 13 mm long, with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. One day later, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further treatment. Surgery was performed to treat the event. Four days later, the event was considered to be recovered/resolved and on the same day, the subject was discharged on aspirin and clopidogrel.